Manufacturer narrative:
(B)(4) additional information: added lot number and expiration date and device manufacture date . Device evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss alarm is not able to be confirmed; however, the high baseline alarm is confirmed based on the picture sent back with the complaint report the root cause of the alarm is undetermined.

Event description:
It was reported that the rn from the cardiac intensive care unit (cicu) was calling to troubleshoot one he (helium) loss alarm and constant high baseline alarms. The patient (pt) was stable on the intra-aortic balloon pump (iabp), pumping in 1:1. There were no kinks noted in the tubing or at the groin. There was no adipose tissue at the insertion site, hr 106. The pump was achieving the goals of therapy utilizing the fiberoptix sensor (fos) arterial pressure (ap) waveform. No blood was noted in the catheter tubing. The clinical support specialist (css) requested the alarm strip that printed. Kinking was evident on the balloon pressure waveform (bpw). The css and rn discussed patient repositioning; the patient was fully sedated, not moving. The rn reduced volume in the intra-aortic balloon (iab) to 38 then 36cc. The rn and css discussed this with the doctor and a chest x-ray (cxr) was requested for placement. Once the x-ray was evaluated, the doctor felt the placement was very low so they were going to reposition the iab. At 1544 a text was received with the rn and strips attached. The rn stated that since the repositioning and volume decrease, there have been no additional alarms. The css asked that the rn call her back if there are any additional problems; no calls were received. Additional information received on 25jan2016 by the rn taking care of the pt reported that this hotline call was in reference to the pt from the previous hotline call. The patient presented to rd stemi. Hx: ca. The 40cc iab was pumping at 36cc, hr is currently 130-140's, no vasoactive gtts infusing at this time. Pt is going to cath lab and then transferring to another facility for open heart surgery (ohs). The plan is to remove the current iab and place second iab if needed. The pump (s/n (B)(4)) was alarming high baseline, helium loss. Per the rn no blood is noted in the tubing. The css asked the rn to call should she have any further needs and if the pt comes back to the unit prior to transfer. The css received no further calls.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn from the cardiac intensive care unit (cicu) was calling to troubleshoot one he (helium) loss alarm and constant high baseline alarms. The patient (pt) was stable on the intra-aortic balloon pump (iabp), pumping in 1:1. There were no kinks noted in the tubing or at the groin. There was no adipose tissue at the insertion site, hr 106. The pump was achieving the goals of therapy utilizing the fiberoptix sensor (fos) arterial pressure (ap) waveform. No blood was noted in the catheter tubing. The clinical support specialist (css) requested the alarm strip that printed. Kinking was evident on the balloon pressure waveform (bpw). The css and rn discussed patient repositioning; the patient was fully sedated, not moving. The rn reduced volume in the intra-aortic balloon (iab) to 38 then 36cc. The rn and css discussed this with the doctor and a chest x-ray (cxr) was requested for placement. Once the x-ray was evaluated, the doctor felt the placement was very low so they were going to reposition the iab. At 1544 a text was received with the rn and strips attached. The rn stated that since the repositioning and volume decrease, there have been no additional alarms. The css asked that the rn call her back if there are any additional problems; no calls were received. Additional information received on (B)(6) 2016 by the rn taking care of the pt reported that this hotline call was in reference to the pt from the previous hotline call. The patient presented to rd stemi. Hx: ca. The 40cc iab was pumping at 36cc, hr is currently 130-140's, no vasoactive gtts infusing at this time. Pt is going to cath lab and then transferring to another facility for open heart surgery (ohs). The plan is to remove the current iab and place second iab if needed. The pump (s/n (B)(4)) was alarming high baseline, helium loss. Per the rn no blood is noted in the tubing. The css asked the rn to call should she have any further needs and if the pt comes back to the unit prior to transfer. The css received no further calls.